Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that a sample from a patient for a planned surgery for cancer of the digestive system generated an architect cea assay result of less than the sensitivity of the assay (< 0.5 ng/ml). A reference lab reported higher results of 7.4 ng/ml (method unknown) and 8.0 ng/ml (clia method).

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Investigation summary: the customer stated that they observed a suspect cea result of <0.5ng/ml i.e. Below the detection limit of the assay on a sample from a patient who was about to undergo an operation for cancer of the digestive system. When the sample was sent to a reference lab the result was 7.4 / 8.0 ng/ml (method not specified / clia assay). It was stated by the customer that they suspected the aberrant result may be due to non specific interference from heterophilic antibodies. The customer service representative in other country, has been requested to follow up on statements in the complaint text regarding a dilution test and a check as to whether the same blood draw sample was used for reference testing with the alternative method. In addition it was requested to find out if the sample or another sample from the patient has been re-tested on architect and whether the customer's laboratory has experienced any issues with the instrument. As of 27 march 08 no further information was available. Since the reagent lot used by the customer's laboratory is unknown, and there is no patient sample available for return, only a limited investigation could be conducted. A review was performed of a previous complaint that had been investigated on site for a similar issue observed by another customer. The outcome of this previous investigation showed that the probable cause was most likely instrument related due to dirty wash zone probes and splashing from the r2 wash cup to the r2 carousel hole. Although it remains unclear what caused the abnormal patient sample result observed by your laboratory we would ask you to please consider if it is possible that this is a similar issue to that outlined above. On review of complaint reports for device for the preceding six month time period, there was no adverse trend observed for this issue. The abbott architect system operations manual (troubleshooting and diagnostics) is referenced. For depressed concentrations and for erratic results, which instructs the user to perform various checks on the instrument. In particular a visual inspection of pre-trigger or trigger sensors should be carried out ensuring that no cracks are evident and dispense volume is correct. It should be ensured that the tubing assemblies are correct so that these reagents do not become switched. In addition the wash buffer should be checked to make sure that trigger solution was not used in error instead of concentrated wash buffer. Incorrect reagent handling, storage, and preparation may also cause depressed results; reagent bottles should not be inverted with the septum in place and bottles should be stored in the upright position. If brown microparticle build-up is observed on the septum, discard reagents and ensure that microparticles are thoroughly mixed and that no bubbles are present prior to performing a run. Ensure that samples are collected and handled as outlined in the architect cea package insert; in particular examine samples for fibrin or other large particles and remove with a clean applicator stick or re-centrifuge. The architect cea package insert also states that the concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity and recommends that "values obtained with different assay methods cannot be used interchangeably". The expected values section of the package insert for architect cea. The expected values in healthy, malignant and nonmalignant patients are listed for review. Please note that a proportion of healthy and nonmalignant patients will present with cea levels that are considered indicative of malignant disease and patients with various malignant conditions can present cea levels that are indicative of the absence of malignancy. Thus cea values alone are not sufficient to diagnose the presence or absence of malignancy and should only be considered in combination with other clinical evidence. It was suggested to test a repeat blood draw sample from the patient in question if deemed necessary. If the issue should recur we would request that you please provide instrument logs and the remaining patient sample to your customer service representative in order to help us to further investigate the problem. Conclusion: there was no impact to patient management reported due to this issue. No product deficiency was identified. This is the final report.